Event description:
The customer reported that the alarm has no tone. They also reported that there was no visible damage to the alarm case. There was no patient injury reported.

Manufacturer narrative:
(B) (4). The product has been requested to be returned but has not been received. (B) (4).